Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse called to report an alarm on the liberty select. It is indicated that the event occurred while the patient was performing treatments in the hospital. The cause of the hospitalization is unknown. Patient information is unknown. Additional information was solicited.